Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the suspect external paddles were returned. The reported malfunction was observed and attributed to the sternum panel button on the external paddles. The customer received a replacement set of external paddles to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.